Event description:
Customer observed a (B)(6) advia centaur (B)(6) result that upon repeat testing was (B)(6). Results of a second sample from the same patient were also (B)(6). There are no reports that treatment was alter or prescribed based on the discordant result. There are no reports of adverse health consequences based on the discordant advia centaur (B)(6) result.

Manufacturer narrative:
The discordant result was observed during a method comparison of 25 samples between advia centaur (B)(6) reagent lot 063174 and 063178. The results of the other 24 samples were all in agreement. A siemens field service engineer (fse) went on site and performed a visual protocol and found the system fully functional. The fse went on site again and performed a total service call. The lumo top was found to be cracked and was replaced as was the acid and base assembly and the base valve. The system was fully functional on departure. No conclusions can be drawn. Siemens requested that the customer retest 2 samples which were run immediately prior to the sample in question and 2 samples following the sample in question. All results matched the initial results except the sample in question. Both the initial sample and the second sample from the same patient were gel barrier serum tubes. The repeat testing was performed with 063178. Since lot 063178 was used to retest the 2 samples prior to the sample and the 2 samples after the sample in question, as well as the second sample from the same patient, it is unlikely that the (B)(6) result is due to the reagent lot. The customer did not have any additional reagent lot 063174 to retest the sample. There is no additional sample left to be sent to siemens for testing. A siemens technical applications specialist went (tas) on site and reviewed quality control data and found it to be within range. The tas performed a study running a (B)(6) patient sample on the customer's advia centaur and advia centaur xp. All replicates were (B)(6) on both systems indicating that the system is performing to specification. Additional discussion with the customer revealed that as samples are uncapped prior to testing, the caps are put into a bin. After testing, the samples are recapped with any cap from the bin. There is a potential that the sample could have been contaminated through the use of cap from a highly (B)(6) result, however, the customer noted that the chemistry results from the initial tube and the second tube match. No conclusions can be drawn. There were no errors noted in the event log of the system. Quality control results were within range for both reagent lots. No further investigation is required. The limitations section of the instructions for use (IFU) states: "for diagnostic purposes, the advia centaur (B)(6) test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings."